Event description:
It was reported, during the middle to end of a therapeutic appendicitis surgery. The rigid video scope's image was dark. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: e1. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was broken, the connection point between the light guide connector and the universal cable was loose. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initially reported malfunction: the light guide bundle was broken, and therefore the image was dark. In regard to the newly identified malfunction, the loose connection point between the light guide connector and the universal cable was caused by a component failure of distal end of the video telescope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.